Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department for evaluation after a possible syncopal episode. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited possible intermittent t-wave oversensing (twos) and fluctuating r-waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.